Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 407-411 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged data log corruption issue was verified, however, the unexpected shutdown issue was not. The information will be used for tracking and trending purposes.